Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 75% stenosed target lesion was located in the non-calcified and mildly tortuous right coronary artery (rca). The patient had a 3.5x18mm non-bsc stent placed in the rca. Eight or nine months later there was in-stent restenosis of the non-bsc stent. For treatment, access was obtained through the femoral artery. Without pre-dilating, a 3.5x20mm taxus liberte stent delivery system was advanced to the lesion. The delivery balloon was inflated three times to unknown atms. On the first inflation there was waist in the balloon due to "the resistance restenotic neointima hyperplasia in the previously implanted stent." No other inflation issues occurred. The stent was deployed and the balloon was completely deflated before pulling back on the device. However the balloon would not release from the stent. The physician adjusted the balloon and advanced the non-bsc guide catheter distally. The balloon released from the stent and no patient complications were reported. The patient's current condition is listed as "ok".